Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device could not switch to 3d image during set up / inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g1, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: halation in the image, poor image, universal cable damage. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the initial malfunction: component failure of the universal cable. In regard to the newly identified malfunctions, the halation in the image was caused by component failure of the charged coupled device, the poor image was caused by a component failure of the universal cable and as for the universal cable damage, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.